Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to issue oxycodone/apap 5-325 mg tablets. The drawer opened; however, the cubie did not open.the customer stated that this malfunction occurred while dispensing the medication.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie failed to open. The technical support specialist (tss) advised the customer to notify the pharmacy that the cubie inserted in bin 05 12 was faulty. The customer was instructed to request a replacement cubie from the pharmacy. The system functioned as intended after the technical support specialist (tss) investigated the issue.